Manufacturer narrative:
Direct: (B)(6). Internal ext. (B)(6).

Event description:
Information was received indicating that a smiths medical, cadd legacy plus, mdl 6500, pump was alarming no disposable. Per reporter he was able to silence the alarm, review the settings and power the pump off, the user reported he did not want to restart the pump as he did not want to remove the cassette because it looked empty. Reportedly the user was unable to check for air bubbles in the line. Per reporter residual volume was: 8 ml., rate 2.5 ml.hr and 107 ml was given no adverse patient effects were reported. Per reporter, no additional information is available at this time.